Event description:
A 26mm diameter x 16.5cm length aneurx bifurcated stent graft was placed to treat a 4.8cm diameter abdominal aortic aneurysm in a pt with a long aneurysm in a pt with a long aneurysm neck and severely tortuous iliac arteries. After placement of the stent graft, it was noted that the contralateral arterial sheath had inadvertently "popped out" of the femoral artery, which resulted in blood loss to the pt and a 5 minute delay in completing the case. Upon attempted removal of the delivery system runners from the deployed stent graft, the stent graft was pulled down from the target area in the neck of the aorta. Due to the graft's position and having brought the iliac limb down quite far into the external iliac artery, occluding the hypogastric artery. The physician decided to remove the device and convert the pt to open repair. The pt is reportedly doing well, and there were no additional clinical sequelae reported relative to the event. The device was discarded, so consequently was not returned for investigation.